Manufacturer narrative:
Complaint no: (B)(4). This is a report of a connection issue cause by the patient dropping a supply bag and causing the line to break. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient dropped a supply bag and the bag disconnected from the supply line. The patient was connected at the time of the event. The patient would continue therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.